Event description:
It was reported that the display of the device has "blank lines" discovered during use. There were no known impact or consequences to the pt.

Manufacturer narrative:
Attempts have been made to obtain additional information. No new information has been received at this time. The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.